Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported in the beginning, she only had to charge about every 4 days and she was euphoric, but then it switched to be about every 2-3 days. The patient reported she can live with it, but she is charging more often than she would like. The patient had not been recently reprogrammed or switched to a new group. Parameters had not been increased. It was reviewed that every patient is different and that settings can affect charge frequency. The patient was redirected to their healthcare provider (hcp) to check the settings and implant. No patient symptoms were reported. No further complications were reported/anticipated.